Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with constant alarm was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. Additional information: the device has not been previously sent into service for the reported condition of "constant alarm".

Manufacturer narrative:
(B)(4). The device has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had a constant alarm. This condition has the potential to cause an interruption of delivery. There was no patient involvement. The event occurred during biomedical testing in the biomedical service department. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 6.13.90, categorized as remediated. There is no further complaint information available.